Manufacturer narrative:
Other relevant device(s) are: axiem portable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when setting up for a case, the power light on the axiem box initially came on and then it turned off. The site was unable to get the axiem box powered on. The medtronic representative reported that reseating the cable connections and swapping the power cable to another uninterruptible power supply (ups) did not resolve the issue. On the em interface, the system was not recognizing that the axiem box was connected and there were power faults listed on the power and system status page. The axiem box did not show any lights on while the medtronic representative (mr) was in front of the system. The mr later reported that the system powered on fine, at some point it was noticed that the leds were not on the axiem. Power from axiem said 120 volts. The mr will run em interface to see if axiem is having power issues. There was no patient present when this issue was identified. Follow-up with the manufacturer representative (rep) determined that the site is currently loaning an axiem box until funds can be obtained for a replacement. The rep confirmed that the axiem box was the only part having power issues.

Manufacturer narrative:
Correction: lot number 0200035097 provided for the system, 9660651, axiem portable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed axiem communication. The axiem box was not getting power, no lights illuminated on the box. The cable running from the navigation device to the axiem box was replaced. The axiem component was working fine after the cable replacement. The system then passed the system checkout and was found to be fully functional. The cable was returned and was found to be in good condition with no apparent physical damage. The cable passes continuity test with no opens or shorts detected. There was no problem found with the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The axiem would not power up when plugged in with a known good power cord. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.